Event description:
It was reported that customer punctured the catheter and fed it, but when they looked at the catheter, they thought it wasn't going very far, so they looked at the catheter and saw that it was sticking through during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.